Event description:
It was reported that during an ileostomy closure procedure, when product was first opened to be prepared, the nurse noticed a few staples were loose. A new reload was then placed in. When the surgeon began stapling, the product only stapled half way through and stopped. Surgeon waited 30 minutes for a consultant to advise on how to proceed. A new tlc75 was opened to staple the remaining half. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual conditions and with two cartridges reloads present. The cartridge reload (b) had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The cartridge reload (c) had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridges reloads have the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridges reloads were manually unlocked and the device was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.